Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that complainant a routine shift check by a clinician, the device failed to power on with battery installed, when the device powered on with ac power, "defib disabled" and "pacer fault 116" messages were displayed. Complainant indicated that there was no patient involvement in the reported malfunction.